Event description:
Patient brought in with vaginal bleeding 2 years status post hysterectomy. Granulation tissue at top of the vagina felt to be a stitch granuloma. Initially tried to remove vaginally in 2004, but patient continued to have bleeding. Patient was brought in for combined approach laparoscopy and found to have hydrosalpinx of the right tube with multiple degenerating cysts of the right ovary, multiple adhesions between that and the omentum and the top of the vaginal cuff. Also found to have a piece of plastic measuring 8.5 x 3.7 x 0.1 cm which was pulled from area around vaginal cuff. The plastic was removed and area repaired. Patient tolerated procedure well. Further investigation revealed that during her previous hysterectomy in 2003, a new product at the time seprafilm adhesion barrier was used. A manufacturer representative from genzyme was present during the surgical procedure. Review of physical properties of plastic removed from patient found to be similar to portion of the holder that is used to apply and protect the adhesion barrier in the packaging. Per manufacturer instructions, the barrier must be kept dry prior to application. The interior sleeve containing the seprafilm is dropped onto the sterile field. Then the holder containing the seprafilm adhesion barrier is removed from the sleeve and the membrane and holder are cut to desired shape and size. The membrane and the holder are placed in the tissue/site. The membrane is applied and then the holder is removed. In this case, with a new product and confusion about usage, it is possible that the holder was left in the patient rather than removing per instructions.